Manufacturer narrative:
Device evaluated by manufacturer; the sheath assembly was detached from the anchor section of the male telescope tubing. Several kinks were observed along the imaging window section.

Event description:
It was reported that sheath detachment occurred. When an opticross 18 imaging catheter was being removed from the hoop, it was noted that the device was taken apart near the sheath. The device did not enter the patient. The procedure was completed with a different device.

Event description:
It was reported that sheath detachment occurred. When an opticross 18 imaging catheter was being removed from the hoop, it was noted that the device was taken apart near the sheath. The device did not enter the patient. The procedure was completed with a different device.